Manufacturer narrative:
The reported events of backup mode and upgrade issue were confirmed. As received, the device was in backup operation. The device battery was found well above the elective-replacement level. The cause of backup mode could not be determined. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area, though there were no signs of a hermeticity breach. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
New information indicates that the pacemaker was explanted and replaced to resolve the issue. The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for follow up. A security software update for the pacemaker was attempted, but was unsuccessful after multiple attempts. Backup vvi mode then occurred on the pacemaker. No changes or intervention was performed. The patient condition is stable.